Event description:
It was reported that the cartridge did not fit properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts guided the customer to remove the pump case, clean the pneumatic tap area, and reload the original cartridge, which was done successfully, allowing the customer to resume insulin therapy.